Manufacturer narrative:
.

Event description:
It was reported that high impedance was observed on the patient's device. The patient was referred for surgeon for lead replacement. No known surgical interventions have occurred to date. No additional relevant information has been received to date.